Event description:
The customer reported the left monitor flickered then went blank during a fluoro shot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the intensifier power supply and high voltage cable. System operates as intended. (B) (4).